Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin intraperitoneally (1 gram in first bag, then every fifth day for 14 days) and injection fortum (1 gram in night bag, duration not reported). Patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, antibiotic treatment was completed, the fluid was ¿very clear¿ and the patient was doing well. On an unreported date the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.